Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented at the hospital after receiving inappropriate therapies due to svt episodes with atrial undersensing. Programming changes were made. The patient was doing fine after the event, and will continue to be monitored.